Event description:
It was reported that guidewire stuck occurred. An angiojet solent omni was used during the thrombectomy procedure. A non-boston scientific filter wire was advanced but it was unable to progress the catheter as it became stuck on the wire. The physician had to take out the whole system. The procedure was completed with another of the same device. There were no patient complications reported.